Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), dizziness ("dizziness"), ear pain ("ear pain"), tongue discolouration ("white tongue"), pain ("body pain"), muscle spasms ("ankle and knee cramps"), eye pain ("pain in the eyes"), vaginal infection ("constant vaginal infections") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removal via bilateral salpingectomy and mini cordectomy by laparoscopy in 2019). Essure was removed in 2019. At the time of the report, the pelvic pain, insomnia, swelling, hypersensitivity, genital haemorrhage, headache, dizziness, ear pain, tongue discolouration, pain, muscle spasms, eye pain, vaginal infection and tooth disorder outcome was unknown. The reporter considered dizziness, ear pain, eye pain, genital haemorrhage, headache, hypersensitivity, insomnia, muscle spasms, pain, pelvic pain, swelling, tongue discolouration, tooth disorder and vaginal infection to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), dizziness ("dizziness"), ear pain ("ear pain"), tongue discolouration ("white tongue"), pain ("body pain"), muscle spasms ("ankle and knee cramps"), eye pain ("pain in the eyes"), vaginal infection ("constant vaginal infections") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removal via bilateral salpingectomy and mini cordectomy by laparoscopy in 2019). Essure was removed in 2019. At the time of the report, the pelvic pain, insomnia, swelling, hypersensitivity, genital haemorrhage, headache, dizziness, ear pain, tongue discolouration, pain, muscle spasms, eye pain, vaginal infection and tooth disorder outcome was unknown. The reporter considered dizziness, ear pain, eye pain, genital haemorrhage, headache, hypersensitivity, insomnia, muscle spasms, pain, pelvic pain, swelling, tongue discolouration, tooth disorder and vaginal infection to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life as well. As their personal and family relationships were damaged. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-may-2021, quality safety evaluation of ptc; on (B)(6) 2021, ha reference added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.